Manufacturer narrative:
Visual inspection. No significant deformations or damage of the valves were detected during the visual inspection. Permeability test. A permeability test has shown that both valves are permeable. Adjustment test. The progav® 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test. To investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav® 2.0 operating within acceptable tolerance, the shuntassistant® operating slight outside the tolerance. Results. It should be noted that the shunt system was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. First we performed a visual inspection of the progav® 2.0 shuntsystem. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. Both valves were permeable and operating within specifications. The opening pressure of the shuntassistant® was significantly lower than expected, indicating a tendency towards over-drainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Based on our investigation, we confirm that the valve was operating in an over-drainage state at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 shunt system. The surgeon suspected a under-drainage and reported a difficult adjustment of the progav 2.0. Patient information: age: (B)(6). Weight: (B)(6) kg. Height: 129. Gender: male. Date of implantation: 2018. Date of removal: (B)(6) 2020.